Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for evaluation. A visual inspection was performed and found that the sensor wire was missing. The reported event of a broken sensor wire could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a broken sensor wire and an adverse event. Date of issue is an approximation. The sensor was inserted into the arm on (B)(6) 2017. The patient stated that they started to experience slight pain and discomfort during movement of the arm and that the arm was irritated and sensitive to touch. The patient removed the sensor 24 hours after inserting it and upon removal, the patient noticed that the sensor wire broke in half and was underneath the skin. It was indicated that the sensor insertion site was like a little bump. On (B)(6) 2017, the patient went to a clinic and had an x-ray performed. The result of the x-ray image showed the sensor wire but the doctor refused to remove it and referred the patient to go to the emergency room (ER). The patient went to the ER and had an ultrasound performed and the results of the ultrasound also showed the sensor wire underneath the skin. The doctor attempted to remove the sensor wire but was unsuccessful and referred the patient to an orthopedic doctor. At the time of contact, the patient was doing well. No additional patient or event information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined. It was reported that the sensor was inserted into the arm. Dexcom labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.